Event description:
It was reported that the patient had knee arthroscopy and was sent home after surgery but came back the next day and presented a 3rd degree burn/blister to the surgical area. The surgeon has confirmed that the outflow of the wand was not used and could potentially be the reason for this blistering, however, the surgeon has clarified that the wand was only used for around 90 seconds. Due to burns, the patient was treated in community by district nurses. Now is healed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are several factors that could contribute to the reported event. It was reported that no suction was used during the procedure; therefore, failure to attach the recommended suction properly can result in patient injury. Also, inadequate flow and circulation of saline could cause a patient burn. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Answer updated as single use.